Event description:
The facility's biomed engineer reported an infusion pump with a 812:02 failure code. This report was noted during clinical use. The facility stated that no pt injury or medical intervention was involved with this pump. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.